Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection note: the patient had undergone a secondary procedure of implanting the new implants bilaterally mentor memoryshape breast implant 755cc on (B)(6) 2020 because the patient was dissatisfied with no implants. Note: the patient is a participant of glow study (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction surgery with mentor memoryshape breast implant 610cc breast implant and suffered from a bilateral wound infection. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the left side.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove code cutaneous contour deformity and add code patient dissatisfaction with procedure outcome, to more accurately capture the reported event. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) removed code cutaneous contour deformity and added code patient dissatisfaction with procedure outcome.